Event description:
It was reported that, during an implant procedure, unacceptable capture thresholds, impedance values, and sensing values were observed on the right ventricular (rv) lead. Several attempts were made to reposition the rv lead, but were ultimately unsuccessful due to difficulty extending the helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.